Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was gradually losing time customer corrected the time during the report with tandem technical support. Customer reported that blood glucose was 267 mg/dl; however, elevated blood glucose level was not related to the alleged time issue but rather to customer not entering the correct carb value into the pump to account for food that had been consumed. Customer addressed elevated blood glucose by delivering a bolus via the pump.